Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, excessive battery discharge was observed. It was noted that the battery longevity has dramatically dropped over the past year. Patient will be monitored closely until eri is reached. Further evaluation is planned.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Bench testing noted excessive current draw due to an anomalous component on the hybrid to be the cause of the premature battery depletion.

Event description:
New information notes that the device was explanted and replaced upon reaching eri. There were no issues for the patient.